Manufacturer narrative:
(B)(6) 2019. 06jan2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator had a noise from inside the unit. There was no patient involvement.

Manufacturer narrative:
G4: 15jan2020, b4: 15jan2020. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician vibration dampening ring was repositioned to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.